Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused eye irritation nose irritation skin irritation, respiratory tract irritation asthma (new or worsening)inflammatory response, reduced cardiopulmonary reserve. The patient did not report to receive medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.